Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set did not flow during infusion. Normal saline solution was used. The reporter stated that the set primed well, but would not flow once it was attached to the patient¿s catheter for IV administration. The set was removed from the patient and was found to still not flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation fully primed. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which showed no obvious physical defects. It was noted that the regulating clamp was in the closed/restricted position. The sample was functionally tested by spiking the set into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then checked for priming and flow with the regulating clamps in the open position. The sample primed and flowed normally. No leaks or abnormalities were noticed in the product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.